Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt camera cover and an e315 error occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the burnt camera cover was likely caused by a high-energy treatment device that was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip; however, a definitive root cause could not be identified. A definitive root cause could not be identified for the e315 error. The event can be detected/prevented by following the instructions for use which state: -gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.